Event description:
It was reported that the patient experienced nodules at the infusion sites. The infection had been treated with antibiotics.

Manufacturer narrative:
MDR (B)(4) / initial 1 of 2. Name: abbvie inc country: united states of america street: 1 north waukegan road city: north chicago state: il zip code: 60064. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.